Manufacturer narrative:
(B)(6). (B)(4). The returned polaris ultra stent was analyzed, and a visual evaluation noted that the catheter returned looks in good condition, no defects were noted. A functional evaluation noted that a 0.035" mandrel was inserted through the device returned and no obstruction or resistance was met during its advancing. Additionally, the suture string was returned loaded in the device and un-cut. No other issues with the device were noted. The reported event was not confirmed. Based on the product analysis of the returned device determines that the most probable cause is no problem detected since the complaint included a returned device review (visual, physical and functionally) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. It's important to mention that during the product analysis the device was visually and functionally tested and no issues were detected. Therefore, no problem detected is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during an ureteroscopic soft lithotripsy procedure in the ureter, performed on (B)(6), 2020. According to the complainant, during the procedure and inside the patient. The suture was detached and the ureteral stent was difficult to remove from the ureter. When the physician removed the stent, he felt resistance. The physician took 30 minutes to remove the stent without any intervention. The procedure was completed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.